Manufacturer narrative:
Not returned.

Event description:
It was reported that through merlin.net transmission, a sharp drop in battery longevity estimation was observed. Review of session records noted that the merlin programmer overestimated the battery longevity during battery midlife phase. The physician has not decided on the next course of action. There were no patient consequences due to this event.